Event description:
Patient revised for loose stem between both cement/implant and implant/bone interfaces. Unk mfg of cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.